Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had failed battery test and also had the motor arm cannot communicate with the main arm alarm. The customer¿s current blood glucose level was 33 mmol/l at time of incident. The customer stated that the pump was able to rewind. The customer replaced battery every other day and also received battery failed alarm. The customer advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test alarm noted during testing or in the device trace download. Formatted history file analysis confirmed software error and the motor arm cannot communicate with the main arm alarm due to software error. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.